Event description:
During publication review, we became aware of a letter to editor published in resuscitation (volume 80, issue 7, july 2009, page 839; copyright 2009 elsevier ireland ltd). The author (christian von bary) discusses two injuries - liver lacerations and intra-abdominal bleeding noticed via a CT scan after use of mechanical CPR device. The author has described the situation as patient had undergone radical prostatectomy. The patient developed pulmonary embolism and went into cardiac arrest, because of which he collapsed in the bathroom. The patient was successfully resuscitated with a mechanical cardiac compression device. A CT scan confirmed pulmonary embolism and also revealed liver lacerations and intra-abdominal bleeding. The author has cited some combination of multiple potential causes for liver laceration, including: radical prostatectomy performed prior to cardiac arrest and mechanical CPR; (injury resulting from) patient's collapse in the bathroom; and improper placement of the load-distributing band used with mechanical CPR. The author has cited some combination of two different potential causes for intra-abdominal bleed including; thrombolytic therapy and mechanical compression device.

Manufacturer narrative:
While the author has not conclusively offered exact cause(s) for either of the two injuries, it clears that the use of the mechanical compression device was successful in resuscitating the patient. As per the publication of "the science and practice of resuscitation medicine" - 2nd edition (attachment b) under the "complications of chest compressions" section, possible complications from chest compressions include: rib fracture, sternal fracture, fracture of clavicles, scapulae and vertebral column, flail chest, skin trauma, subcutaneous emphysema, pulmonary edema, pulmonary hematoma, pneumothorax, hemothorax, embolization, lung laceration, pneumomediastinum, mediastinitis, cardiac contusion/rupture, pericarditis liver laceration and bowel injuries. Patient anatomical features and pre-existing conditions could also increase the possibility of such injuries when applying either manual or mechanical CPR. Since the alternative to CPR is death, the clinical community at large does not consider such injuries as significant.